Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that some reservoirs were not able to prime when filling the tubing manually. The customer was working with a trainer and was setting up the set correctly. The insulin pump did not alarm because the reservoir was never placed inside.